Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in set) and se 2367 while on a home choice (hc) device during use during dwell 1 of 5 . The baxter technical representative (tsr) explained the alarms and had the registered nurse(rn) cycle power to clear alarms. The rn stated that the unused supply line clamp was left open. The tsr explained where the air was coming from and that the supplies were compromised. The rn will have to set up with new supplies. The tsr advised the rn to inform the peritoneal dialysis registered nurse (pd rn) within next 24 hours regarding this event. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.